Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of five for the same event. Reports two through five are reported on MFR #0001032347-2016-00682 through 0001032347-2016-00685.

Event description:
The patient reported chronic pain and issues with her jaw implant. It is reported the patient received the original implant in (B)(6) 2012 and a new implant in (B)(6) 2015. It is reported the patient had the titanium mandible implanted in 2015. It is reported a complete revision was performed on the patient on (B)(6) 2016 as a result of the constant pain complaint.